Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call constant tone and blank display on the insulin pump. Customer¿s blood glucose level was 145 mg/dl. Troubleshooting was performed. Customer advised they went into the swimming pool while wearing the insulin pump. Customer advised the insulin pump vibrated without an alarm and constant tone occurred on the device. Customer advised the insulin pump went blank after the moisture damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.